Event description:
It was reported that a patient underwent an x-stop procedure at level l4-l5. Approximately, three months post-op, the patient experienced recurrent symptoms in the back and leg. After the procedure, the patient engaged in heavy lifting and exercise. Four months post-op, the patient underwent x-stop removal and decompressive laminectomy. At device removal, x-rays showed that the x-stop was in good position. No additional information was reported.

Manufacturer narrative:
Device not returned, follow up conversation with company representative.